Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose level in the 20's (mg/dl). Reportedly, the customer's health care provider (hcp) determined that the customer's absorption was not consistent when delivering boluses using liquid insulin and therefore the hcp switched the customer to an insulin inhaler to use when the customer needs to bolus. To treat the low bg level, the contact administer a glucagon shot. Recommendation was made to consult with health care provider regarding diabetes management.